Event description:
It was reported that far field r wave oversensing resulting in auto mode switching (ams) and competitive atrial pacing (cap) was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. There were no patient consequences.